Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech observed visual evidence that a fluid had leaked from the handpiece. The handpiece is to be repaired and returned to the customer.

Event description:
During the initial reporting, it was reported that the handpiece was not holding a blade and was leaking oil. During a follow up report, it was reported by the customer that during a sagittal split osteotomy procedure, the handpiece was leaking fluid where the blade enters the saw. The handpiece was exchanged for another handpiece the customer had on hand. The procedure was extended by approx 20 mins. The leaking oil contacted the pt; extensive irrigation was used on the contact site. No other reports of additional treatment given to the pt. There were no reports of any adverse pt event associated with this alleged malfunction.